Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m4335t323 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the nurse heard a noise like air leakage coming from the patient. She found that the irrigation port was off the closed suction catheter and air was leaking from the opening space. She was unable to find the irrigation port that became separated, so the device was replaced with a new one. There was no patient injury or other medical intervention required. No other information has been provided at this time.